Event description:
The (B)(6) years old female patient took a capsule in march 2013. Two weeks ago the patient stated that she has stomach pain. In an x-ray performed it appeared that the capsule is still in her system. The patient is having surgery to have the capsule removed.

Manufacturer narrative:
Given imaging labeling, such as user manual indicate that (B)(6) capsules are contraindicated for use in patients with known or suspected gastrointestinal obstruction, strictures, or fistulas based on the clinical picture or pre procedure testing and profile. Diagnostic tools are available to physicians to assess patients before administration of the (B)(6) capsule including the agile patency system, CT enterography, or mr enterography.